Manufacturer narrative:
An event of a thrombus on an amplatzer septal occluder was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, an 11mm amplatzer septal occluder(aso) was implanted in the patient's defect. Late in (B)(6) 2020, atypical genital bleeding occurred on the patient, and aspirin which had been prescribed to the patient for about three month was stopped. The cause of the bleeding was gynecologic malignant tumor, and chemotherapy was started on the patient. On (B)(6) 2020, contrast-enhanced CT was obtained on the patient, then a large thrombus was incidentally found on the la disk side of the aso. Dabigatran etexilate has continuously been prescribed on the patient, but the physician thought it was insufficient, and changed it to heparin IV. The patient's current state and the lot# are confirming.